Event description:
Patient ID: (B)(6) it was reported that on (B)(6) 2026 suture placement in the mildly calcified, right common femoral artery was done with two perclose prostyle devices using the pre-close technique via a 12f sheath hole prior to a tavi (transcatheter aortic valve implantation) procedure. The tavi procedure was completed. The suture knot of the two prostyle devices was successfully advanced to the vessel wall and tightened (worked as intended) and hemostasis was obtained. Reportedly post procedure, the patient had right lower extremity numbness in the post anesthesia care unit. The patient was brought back to the operating room where a groin cut down with arterial repair of an obstructive raised plaque was performed. In the physician's opinion, it is likely that plaque lifted from the anterior posterior direction given the small size of the vessel with the prostyle device. Femoral endarterectomy with bovine patch angioplasty was also performed. The patient¿s distal pulses were palpable after the intervention. The patient was placed on a heparin drip during the hospital stay. The heparin drip was completed and the patient was discharged home on (B)(6) 2026. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of numbness and occlusion are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.